Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 56 year old male patient was on impella 5.5 support and during support, there were positioning issues. The pump was eventually explanted due to positioning issues. The patient survived the procedure.